Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the lot number of the device available? What were the indications for surgery? What specific bowel procedure was being performed? What is the or team¿s experience with this device? Were any staples seen in the surgical field within the rectum, on the back table, or on any scans? If so, please describe the shape and location. When was the red safety released prior to firing? What is the current status of the patient?

Event description:
It was reported that during a laparoscopic bowel procedure the cdh29a was used and post firing an inspection of the anastomosis revealed that the stapler cut the bowel but did not staple to form the anastomosis. I was told that no staples were evident or could be seen formed or malformed upon further inspection . During the firing sequence they could hear the washer crack and they saw the white washer fall from the stapler as they removed it from the patient. Upon inspection both donuts were fully formed and intact. As a result of the incomplete anastomosis the surgeon had to hand sew the bowel and the patient was left with a temporary ileostomy. Due to the unforeseen complications the procedure time extended at least 120 minutes.

Manufacturer narrative:
(B)(4) batch # p57u1g additional information was requested and the following was obtained: is the lot number of the device available? - device was returned in original packaging with lot number what were the indications for surgery?- what specific bowel procedure was being performed? What is the or team¿s experience with this device?- surgeon has fired the device multiple times and is very familiar with the device as is the entire team were any staples seen in the surgical field within the rectum, on the back table, or on any scans? If so, please describe the shape and location.- no staples were visible post firing in the surgical field or back table. When was the red safety released prior to firing?- prior to firing as per IFU¿s what is the current status of the patient? Device evaluation summary: the analysis results found that the cdh29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.